Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) inspected arm 1 for physical defects, and none were found. The fse reviewed logs, and no related error was found. The system verification and test drive passed, and the guided tool change was found to be working normally.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was changing the instrument from medium-large clip applier instrument to fenestrated bipolar instrument and the surgeon observed the instrument moved down by itself (no blue / green led blinking) and the surgeon had to physically stop it by pressing the instrument clutch button. The guided tool change was also reported not functioning occasionally. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was reported that the guided tool change did not function as per expected and the instrument did not return to the original position before it was removed. The surgeon did not receive or notice message to advance, and the surgeon is reporting that the instrument carriage experience uncontrolled motion.